Event description:
It was reported that the patient was experiencing severe pain and swelling around battery incision. The physician believe that the pain and swelling was due to build up of air. The patient was sent to ER and admitted to hospital. The patient was doing well postoperatively.